Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump for non-malignant. It was reported that the patient's pain pump was not sending medicine through the patient. The environmental/external/patient factors that may have led or contributed to the issue were not known. There were no known interventions or actions taken. The issue was not resolved at the time of this report.